Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information. The mini vision, is being filed under a separate MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini trek dilatation catheter noted blood and contrast visible in the inflation lumen and loosely folded balloon, consistent with preparation and a leak while in the patient anatomy. There was a bend in the hypotube 1 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the bend may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. An indeflator, filled with water, was used in an attempt to pressurize the balloon to locate the rupture, but the balloon would not pressurize. After the balloon catheter was pressurized and soaked in the water bath to dissolve the blood and contrast, the balloon inflated to the rated burst pressure (rbp) with no rupture noted; however, there was fluid leaking at two pinholes in the outer member 1.8 cm proximal to the guide wire exit notch. The pinholes in the outer member were parallel to each other. Factors that may contribute to a tear in the shaft include, but are not limited to, manufacturing, handling of the product during preparation/use, and/or interaction with the lesion/anatomy. There was no report of any leaks or damage noted during preparation for use, which may suggest that a product deficiency did not contribute to the difficulties experienced during the procedure. The patient anatomy was reportedly moderately tortuous, which possibly contributed to the reported difficulties. It is possible that the shaft was damaged (scratched) during interactions with other devices prior to entering the patient anatomy as there was no leak or damage noted during the inspection and preparation prior to use. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. A conclusive cause for the noted tears in the shaft could not be determined; however there is no indication of a product quality deficiency. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure and catheter lumen integrity.

Event description:
Reportedly a mini trek was prepared for use outside of the patient anatomy, negative prep, however, the guide wire lumen was not flushed prior to use. There were no leaks noted during prep. During predilatation of the lesion located in the mid circumflex with moderate tortuosity, a 2.0x15 mm mini trek ruptured at 12 atmospheres (atm). During deployment of a mini vision stent at 12 atms, the atms were noted to be dropping and after the device was withdrawn, it was confirmed that the balloon had ruptured because the inner balloon was found torn. The mini vision was successfully deployed without further dilatation needed. No adverse patient effects were reported. A clinically significant delay in the procedure was not reported. No additional event or patient information was provided.